Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that on (B)(6) 2017, a surgeon called an account manager to report a ribfix failure. It is reported the patient returned to the surgeon with a complaint of pain. It is reported x-rays were taken. The surgeon reported that two of the three plates in the patient came out of the bone post surgery. It is reported the account manager was present during the surgery and he did not observe any mistake made by the surgeon. It is reported the surgeon followed the technique in every way. It is reported another surgery will be required, though no revision has occurred as of (B)(6) 2017 since the surgeon is awaiting results from a CT scan. The account manager advised he would provide updates as they are received.

Manufacturer narrative:
Describe event or problem, date received by MFR, and if follow-up, what type? Were updated based on the receipt of additional information.

Event description:
The distributor reported the revision surgery is scheduled for (B)(6) 2017.

Manufacturer narrative:
The returned implants were visually evaluated. Twelve screws and two of the three plates were returned; it is reported the third plate remains implanted in the patient. The plates have scratches from normal use and have been contoured to the patient¿s anatomy. One of the plates has been cut to fit the patient¿s anatomy. The overall width and thickness of the plates was measured in a few spots with a caliper. The plates were found to be in specification. From the x-rays and picture of the CT scan the screws remained locked into the plates. There does not appear to be any failure of the plates. The returned screws show signs of normal use. One of the screws has a tip that has been bent, which may have occurred from handling after the revision. The screws are the shortest available for this system (7mm). It cannot be determined from the post-op scans if bi-cortical fixation was achieved, but the rep stated ¿probably not¿. Two of the screws are emergency screws that the sales rep. Stated were used in the same holes as the temporary fixation screw holes, not due to a stripped out hole. The major diameter of all the returned screws were measured with a caliper. They were all found to be within specification. There is not enough information to determine the cause of the screws pulling through the bone. There were no indications of manufacturing defects for the returned parts. Some of the possible causes are the patient¿s activity level, patient¿s bone quality, or bi-cortical screw fixation not being achieved. The instructions for use (IFU) for this product states in the section titled possible adverse effects 1. Poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. 3. Migration, bending, fracture or loosening of the implant. The section titled ¿warnings¿ provides detail about the limits of the device: ¿while these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. If there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established.¿ the IFU also provides recommended length of screws based on the depth of bone under ¿bone screws¿. When the devices were returned an additional screw part number was identified. This is report one of three for the same event, reference reports 0001032347-2017-00233-1 and 0001032347-2017-00374.

Manufacturer narrative:
The account manager advised he was provided additional thoracic training. The account manager stated he had a long session with the surgeons from this case to go over surgical technique, instruments, tips, and tricks with emphasis on being aware of screw length and plate contact with bone. Without a product return, no product evaluation is able to be conducted. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
(In addition to what was already reported) the account manager provided the following updates: the surgeons are planning a revision but no date has been set as of yet. The surgeons used a power driver and a manual screw driver for final locking of the screws. The following question was asked, "did the surgeon obtain bi-cortical fixation?" The account manager provided the following answer, "probably not."